Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use (IFU) states the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths. Add'l the IFU states: complications associated with the use of the gore tag thoracic endoprosthesis may include bt are not limited to: neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2013, this pt underwent endovascular repair for a thoracic aortic aneurysm and was implanted with two conformable gore tag thoracic endoprostheses. Coverage extended from the origin of the descending aorta to 20mm distal of the celiac trunk. The morning of the procedure, the anesthesiologist inserted a catheter for cerebrospinal fluid drainage. Prior to implant the pt underwent an elephant trunk procedure wherein surgical by-pass of the left subclavian artery (lsa) to the left common carotid artery (cca) was performed. The first tag device was deployed in the aortic arch and landed just proximal of the common carotid artery. A second tag device was landed to extend coverage distally ending just proximal to the celiac trunk. The pt tolerated the procedure in good condition with no adverse consequences evident. On (B)(6) 2013, the pt was unable to move her legs and suffered paraparesis. Resonance magnetic nuclear (rmn) was used to check for spinal cord damage. During this imaging procedure no spinal cord damage was found but disc herniation was discovered and a laminectomy was performed. The following morning, the pt was able to move the right leg and after two days she was partially recovered. The surgeon believes extensive coverage of the aorta with the two ctag devices, coupled with the disc herniation may both, have separately lead to the pt's paraparesis. The physician believes the pt will fully recovery with rehabilitation treatment.